Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Isi has received the generator involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical colostomy closure procedure, the customer informed the technical support engineer (tse) the vio integrated electrosurgical unit (erbe) suddenly lost power when using bipolar. The customer stated they checked power button, power cord, no issue was found. The customer then swaps wall outlet no improvement. The customer swap to 3rd party electrosurgical unit to continue the procedure as planned and requested a field service engineer to follow up. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury to the patient. The procedure was completed robotically with the third-party generator. The fse checked the power cord and measured the voltage value as well as the fuse, all of which are normal.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the reported problem was able to be confirmed using remote fe 25913. Upon visual inspection there were no issues found that would be related to the reported event. Design history record (DHR) review for the system involved with the reported event was deemed not required by quality engineer since there is no indication of a manufacturing related issue. The probable root cause is attributed to component failure based on electrical and fiberoptic defects. The erbe will be returned to original equipment manufacturer (OEM) for additional failure analysis.

Event description:
Refer to h11 for follow-up information.